Manufacturer narrative:
A review of parts list was performed and according to the list, the labeling is correct. The root cause could not be determined conclusively. According to parts list no problem with the labeling of the patient interface. And the labeling has no connection with the reported event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with corneal edema post laser surgery. It was noted that the product number was different on the package than on the product. Additional information provided states that the laser was on the corneal epithelium without cutting into stroma.